Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reloaded the cartridges to resolve the issues. There was no adverse impact to the customer¿s blood glucose level for all events.